Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unknown. Returned to manufacturer on: unknown. The investigation date has been used. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 83544 with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd sedi-40 "sedi-361546-broken."